Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up visit in the clinic, it was noted that the right atrial lead exhibited noise affecting atrial fibrillation diagnostics and inhibiting atrial pacing, the patient was asymptomatic to the event. The lead was capped and replaced on (B)(6) 2018. The patient was in stable condition; there were no complication during or post procedure.